Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced hypoglycemia event on (B)(6) 2025 while sleeping. Patient received emergency medical service(ems) for low blood glucose. No further information available.